Event description:
Bowel injury treated with antibiotics and temporary diverting colostomy. Patient presented with symptoms and was readmitted in 2008 after original surgery on five days earlier. The injury was near the sacral promontory.

Manufacturer narrative:
Weight, age and gender are not known to the manufacturer. The code selected with "other" meaning that the training, inspection, lot records, etc. Were evaluated. The code of 326 was selected due to deviations from the surgical technique being employed by the surgeon. The investigation revealed the employment of a technique variation that is not supported by the surgical technique as a possible contributor to this injury.